Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the storage space failed. A field service engineer checked the configuration, inspected the cables and connections, logged into the hardware test application, and force ejected the cubie. Sticky residue was found on the tray, the residue was cleaned, and the drawer was cleaned. The tray was removed and replaced, but the drawer continued to show an error. The retractor band was checked and visible damage was found, so the retractor band was removed and replaced. No status lights were present on the module controller, so the module controller was removed and replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a storage space not recoverable and found a water damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space failed. A field service engineer inspected the device and cleaned sticky residue, replaced tray, retractor band, and module controller, then verified drawer functionality in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a storage space not recoverable and found a water damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.